Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After accessing the patients right femoral vein and advancing the wire into the superior vena cava (svc), the physician was struggling to advance the non-bsc guidewire wire. After multiple attempts to advance the non-bsc wire and multiple wire exchanges for a stiffer wire, the physician finally advanced the wire through the nrg needle into what appeared the svc. The patient heart rate and blood pressure began to increase. The physician was struggling to advance the sl1, and changed out for the was, and dilated the septum with a 6.0x40 (130cm) balloon. The "(was)" was advanced into place and the procedure proceeded. The 24mm closure device was implanted and the "(was)" was removed. During the final sweep using transesophageal echocardiography (tee), a pericardial effusion was noted. The effusion was not present prior to case. The patient heart rate continued to increase and blood pressure started decreasing. Groin was accessed again and pericardiocentesis was performed. The patient remained in stable condition throughout intervention. The physician was unable to control the bleeding and called the surgeon to take the patient to the operating room emergently for a pericardial window and exploration. A perforation was found on the posterior wall determined to have been caused during the septal crossing. A stitch was placed to repair the perforation, and the patient stabilized. The patient is expected to make a full recovery and was admitted to the intensive care unit (ICU) for overnight observation.

Manufacturer narrative:
B5: updated h6: patient code added.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After accessing the patients right femoral vein and advancing the wire into the superior vena cava (svc), the physician was struggling to advance the non-bsc guidewire wire. After multiple attempts to advance the non-bsc wire and multiple wire exchanges for a stiffer wire, the physician finally advanced the wire through the nrg needle into what appeared the svc. The patient heart rate and blood pressure began to increase. The physician was struggling to advance the sl1, and changed out for the was, and dilated the septum with a 6.0x40 (130cm) balloon. The was was advanced into place and the procedure proceeded. The 24mm closure device was implanted and the was removed. During the final sweep using transesophageal echocardiography (tee), a pericardial effusion was noted. The effusion was not present prior to case. The patient heart rate continued to increase and blood pressure started decreasing. Groin was accessed again and pericardiocentesis was performed. The patient remained in stable condition throughout intervention. The physician was unable to control the bleeding and called the surgeon to take the patient to the operating room emergently for a pericardial window and exploration. A perforation was found on the posterior wall determined to have been caused during the septal crossing. A stitch was placed to repair the perforation, and the patient stabilized. The patient is expected to make a full recovery and was admitted to the intensive care unit (ICU) for overnight observation. It was further reported that cardiac tamponade occurred.